Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The device was not sent in for investigation, only the device history was available. The history log files were investigated by our r&d department by an software engineer. During the analysis of the history log files no malfunction or change of the flow rate could be detected. The complaint could be not confirmed. During the analyzes of the device history a flow deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): "overinfusion - blood transfusion". Customer information: 292ml of blood is given at an infusion rate of 146ml/hr, nurse transfused the blood through perfusor space pump via 50ml terumo syringe. Every syringe should supposedly be completed in 20minutes, however at the 4th syringes it was completed in 7mins.